Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the connector for insertion handle threads was noticed worn and does not engage properly. It was discovered after intramedullary (im) nailing procedure performed on (B)(6) 2019. Procedure was completed successfully. Patient status reported as satisfactory. This report is for one (1) driving cap with handle adapter. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 03.010.047; lot: 3745644; manufacturing site: haegendorf; release to warehouse date: april 19, 2011 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Service & repair evaluation the customer reported the threads on the device were worn. The repair technician reported the threads on the device were damaged. Threads stripped/damaged is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality (cq). The evaluation was confirmed. Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified post manufacturing damage to the distal threadform on the driving cap. There are malformed thread edges and a few deep dents on a few of the distal most threads. Also, the returned handle adaptor component is slightly bent. Functional test: at cq, the driving cap was able to be threaded into the adaptor but only for 1-2 thread rotations. Then the devices became stuck. The received condition agrees with the complaint description. The complaint can be replicated with the returned device. The complaint is confirmed. Device history review (DHR) review: the returned device was manufactured in april 2011 and is approximately 8 years old. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Document/specification review: the following design drawings were reviewed during this investigation. --driving cap assembly drawing --driving cap component drawing --handle adapter component drawing the 03.010.047 driving cap is a reusable instrument used during the insertion of femoral and tibial nails. Instructions for use are included in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system, among others. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: the external width of the returned adaptor component near damage measured within specification. The internal width of the returned adaptor component near damage measured within specification. A dimensional inspection of the damaged thread could not be performed due to the post manufacturing damage. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. The most likely cause is cumulative wear / rough handling during 8 years of service. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.